Event description:
A nurse reported a pt whose intraocular lens (iol) had rotated off axis. The iol was exchanged for the same model and power lens. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 12/08/2010 by fax and mail. A completed questionnaire has not been received. (B)(4).